Event description:
It was reported that the impedance of atrial lead was varying and increasing. It was also noted that the threshold was high and noise was seen, which indicated a lead conductor wire fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.